Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient had been unable to receive adequate coverage due to receiving stimulation in an unintended area. X-rays revealed lead migration. As a result, the patient's lead was relocated on (B)(6) 2015. Coverage in the needed areas was regained following the procedure.